Manufacturer narrative:
The units have not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a non-recoverable error. The error persisted and at that point the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. A isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported issue. The tfs replaced the generic power distributor (gpd) board and remote arm controller (rac) board to resolve the reported issue. The gpd board sends control signals to the apb as well as monitors the output from the apb. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the remote arm controller board (rac) and generic power distributor board (gpd) for evaluation. The gpd reported failure was reproduced. The board was installed and tested on an in-house test system and failed with error 810 at first start-up indicating a high side switch fault on the gpd for rac power. Failure analysis investigation was unable to reproduce the reported failure for the rac. The board was installed and tested on an in-house test system running 10 minutes sine cycle, 20 power cycles & sitting idle for 1 hour but no trouble was found.